Event description:
The customer contact reported prior to clinical use, the device alarmed with constant proximal occlusion alarm. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a proximal occlusion alarm. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.